Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated to the complaint was returned for analysis. The DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. A dimensionally analysis was performed. This product is in conformity with the specification. The x-rays review concluded that the sizing of the corail amt stem in the primary surgery was appropriate. A search into the database was performed, no other similar complaint was reported for product code and lot combination. Based on the information received and the investigations performed, the root cause of the incident is attributed to the patient fall (trauma). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened due to receiving new information. Depuy will notify the FDA when the investigation is complete

Event description:
The patient was revised due to periprosthetic fracture.

Manufacturer narrative:
The device associated to the complaint was returned for analysis. The DHR analysis of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. A dimensionally analysis was performed. This product is in conformity with the specification. Based on the information received and the investigation performed, the root cause of the incident is attributed to the patient fall(trauma). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available.

Manufacturer narrative:
Additional narrative: lot #, manufacture date. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.